Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed present the female luer broken. Customer's reported issue was not duplicated. Leak testing was conducted in order to verify that was properly performed; no discrepancies were detected during the testing. An audit of the final visual inspection process was done in order to verify was 100% inspection and was inspected for delamination or damage; no discrepancies were observed. All procedures training records of the operators of line were reviewed; no discrepancies were found. The root cause of the reported issue was determined. The female luer became damaged after the product left facilities. Actions taken to mitigate the reported issue: as a preventive action, a notification of this complaint to the production personnel was conducted by the quality engineer.

Event description:
It was reported that fluid leaked from the connector. No patient injury reported.